Event description:
While performing a total knee procedure, the extramedullary tibial alignment tower broke during use. Both pieces retrieved, given to materials coordinator. Dr aware. No harm to pt. Instrument removed from sterile field and given to materials coordinator.